Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case on reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not responding. Customer's blood glucose reading at the time of the call was 210 mg/dl. No further information reported.